Manufacturer narrative:
(B)(4) issued mfg report #1525712-2011-00220. The motor/gearbox, #1104408, serial number (B)(4), was returned for an evaluation. The motor was verified as leaking grease. The risk associated with failures of this type was evaluated under (B)(4). The risk was determined to be at an acceptable level. This incident does not impact that assessment. This malfunction is considered a reliability issue that is not likely to cause harm to the user and has been addressed by engineering. Quality reports for corrective actions have been put in place and are effective in eliminating the leaking grease condition. The consumer was driving the chair around after new batteries were installed when the chair started to smoke. The dealer spoke with a tech from invacare who believes the smoking that was reported within this incident was the result of a seal that broke loose from the motor. Given this condition, normal internal heat within the motor would likely result in minimal smoking. The age of the device is unknown. MDR filed based on the allegation of smoke.

Event description:
The consumer states after replacing the batteries while test driving the chair, she allegedly saw smoke coming from the chair. No injury is alleged.

Manufacturer narrative:
The consumer was driving the chair around after new batteries were installed when the chair started to smoke. The dealer spoke with a tech from invacare who believes the smoking that was reported within this incident was the result of a seal that broke loose from the motor. Given this condition. Normal internal heat within the motor would likely result in minimal smoking. The age of the device is unknown. MDR filed based on the allegation of smoke.

Event description:
The consumer states after replacing the batteries while test driving the chair, she allegedly saw smoke coming from the chair. No injury is alleged.